Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was "off by 12 minutes". There was no impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.